Manufacturer narrative:
The check of the manufacturing charts of the lot # involved (201214929) did not show any pre existing anomaly on the 50 l1 poly liners manufactured with this lot #. No other complaint was received on this specific lot #. We received the pre-op x-rays related to the revision surgery performed in (B)(6) 2016 and we asked for a medical expert's opinion. A first consideration is that we do not have any details on the pre-operative status of the rotator cuff or the operative findings of primary surgery. On the basis that the initial surgery outcome was good and then the patient's conditions deteriorated, the medical expert believes that the cuff was initially intact but has failed subsequently. According to the medical expert, the components implanted during primary surgery were correctly positioned. We also received the picture of the explanted items, which shows that the liner peg broke. However, it was confirmed that this breakage occurred during revision surgery, when the surgeon tried to remove the liner from the metal back. From the picture, we can also see that the liner superior rim is worn, thus indicating that following the rotator cuff failure, the humeral head articulated superiorly, leading to increased wear in the superior part of the liner. We received confirmation that the explants are not available, therefore we cannot perform a deeper investigation. If we add that a conversion to smr reverse was performed, we may imply that patient's rotator cuff was not reconstructable at the time of revision done on (B)(6) 2016. Consequently, the rotator cuff failure (patient condition) that lead to revision surgery, could have also contributed to the liner wear, because of an anomalous eccentric load applied by the humeral head on the superior part of the liner. In conclusion, the revision surgery was due to patient condition (rotator cuff failure) and there are no indications that the reason for revision was implant or surgeon related. Pms data: we are aware of 9 cases of revision surgery of l1 poly liners due to rotator cuff failure (model #1377.50.xxx) and leading to revision surgery on a total of 12128 l1 liners sold ww since 2003. According to these data, the revision rate is (B)(4). No corrective actions for this specific case. Limacorporate will keep monitoring the market to promptly detect the possible recurrence of such events.

Event description:
Smr shoulder primary surgery was performed on (B)(6) 2013. After some time, patient started reporting loss of functionality of his right shoulder and pain when trying to move it. Revision surgery was performed due to rotator cuff failure on (B)(6) 2016. Surgeon noted superior wear on l1 liner (model # 1377.50.010, lot# 1214929); moreover l1 liner peg was broken during the revision attempt to remove it from the metal back glenoid base plate. Event occurred in (B)(6).

Manufacturer narrative:
The check of the manufacturing charts of the lot # involved (201214929) did not show any anomaly on the 50 l1 poly liners manufactured with this lot #. No other complaint was received on this specific lot #. We will submit a final MDR when the investigation will be completed.

Event description:
Smr primary surgery was performed on (B)(6) 2013. After some time, patient started reporting loss of functionality of his right shoulder and pain when try to move it. So, due to rotator cuff failure, revision surgery was performed on (B)(6) 2016. Surgeon noted superior wear on l1 liner (model # 1377.50.010, lot# 1214929); moreover l1 liner peg was broken during the revision attempt to remove it from the metal back glenoid base plate. Event occurred in (B)(6).